Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory and there was inadequate dilatation. The target lesion post procedure was 55% stenosis. The immediate technical result was non-satisfactory and there was inadequate dilatation. The post treatment of the lesion after cryoplasty included a pta with a balloon/stent diameter 5 mm and maximum post-dilatation pressure of 10 atmospheric pressures (atm). The pre-procedure target lesion was in the popliteal (de novo) reference vessel (diameter not provided) and a 25 mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 100% (occlusion) concentric stenosis. There were no patent run-off vessels. The distal popliteal all over narrowed 40%. There was no vessel tortuosity and there was mild calcification at the target lesion. The polarcath balloon used during the procedure was a 5 mm diameter, 4 cm balloon length, (shaft length 80 cm). The number of inflations is not documented. The patient experienced pain during the cryoplasty inflation. The physician documented that post pta there were some small dissections but without clinical significance and not flow limiting.

Manufacturer narrative:
Date of event - 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for evaluation.